Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a loss of paresthesia. High impedance readings were discovered on all contacts of the left lead and x-ray imaging confirmed the lead was fractured. Additionally, high impedances were also discovered in one of the implantable pulse generator (ipg) ports. Therefore, the patient underwent a revision procedure during which the left lead was explanted and the ipg was explanted and replaced. The patient was doing well postoperatively and has regained full coverage of their pain areas. The explanted devices will not be returned as they were retained by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7095959. Product family: scs-ipg-r, upn: m365sc1110020, model: sc-1110-02, serial: (B)(6), batch: 16620783.